Manufacturer narrative:
Lot number - 19a003, 19a047. A photograph of one sample was provided for evaluation. Visual inspection revealed fluid inside the device¿s housing, indicating that a leak had occurred. However, a rupture was not clearly shown in the pictures. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two (2) large volume infusors ruptured prior to patient use. There was no patient involvement. No additional information is available.